Event description:
One touch ultra meter would not count down after the sample was applied. This issue was not resolved with troubleshooting. There ws no adverse event reported. No further clinical info was provided.